Manufacturer narrative:
(B)(4). Batch # unk. The lot/ batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, surgeon reported a hole in the vessel after firing 35mm vascular stapler on 4th fire. Did not see loose staples. Case was completed with 45mmstapler with white loads. There were no patient consequences reported.